Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05sept2019. The service engineer (se) inspected the device. The service engineer (se) inspected the device and replaced the gas delivery system (gds). The unit passed pvt successfully. The gas delivery system (gds) assembly was return for analysis. An investigation was performed and unknown debris wedged between the orifice body and seal inside the oxygen valve solenoid assembly created the high pressure leak test to fail. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the ventilator was failing the leak test during performance verification testing (pvt). There was no patient involvement.